Manufacturer narrative:
The investigation into the purge leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was unable to be determined because the product was not returned so the location of the leak could not be identified. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 39 year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported after a purge cassette change, a purge system open alarm appeared. Multiple troubleshooting attempts were made including purge cassette changes, de-airing purge system, purge bypass with extension tubing and securing sidearm with tongue depressor. A leak was observed on the yellow luer lock portion that sits inside the purge sidearm plastic encasing. The pump was replaced. There was no patient harm reported.